Event description:
The patient called reporting that the device moved into the armpit area. Follow-up conducted revealed that the device moved due to the patient admittedly not complying with restricted arm movements in the acute phase after the implant. The device was repositioned and remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.